Manufacturer narrative:
The unit had unresponsive esc and act buttons due to an unlocked lcd keypad connector. The unit was unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test or to verify the after battery change error alarm due to unresponsive buttons. The unit had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report an after battery change alarm and a keypad anomaly. The caller reported that the customer had not worn the pump for over a year and wanted to begin using it again. The customer's blood glucose level was unknown, but was reported it was high. The customer was sent a replacement device, and the product was returned for analysis.